Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this right atrial (ra) lead was scheduled for a device replacement. During the procedure the physician attempted to adjust the newly implanted implantable cardioverter defibrillator (ICD) device. This adjustment caused the ra lead to dislodge. Fluoroscopy revealed the ra lead had completely dislodged. The physician chose at this time to surgically abandon this ra lead. No other ra lead was implanted and the ra port of the ICD was plugged. The physician will continue to monitor. No additional adverse patient effects were reported.